Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). This report also contains the investigation outcome. Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the user could be confirmed. The device alarmed with tf 5509 and other several technical faults (tf's) on the day of the event, march 31, 2026. Furthermore, the log files indicate that the first time the event occurred on march 29, 2026. It is important to emphasize that no patient was involved at the time the alarm occurred. Please see below extract from the logfiles. 2026-03-31 08:15:55 power-off 2026-03-31 power 3. 2026-03-31 08:14:40 low oxygen alarms 5003. 2026-03-31 08:14:20 audio paused off special 517. 2026-03-31 08:14:20 oxygen supply failed supply 5016. 2026-03-31 08:14:20 high frequency alarms 4004. 2026-03-31 08:14:20 low minute volume alarms 5006. 2026-03-31 08:14:16 tf : 2803 -32169 tech fault 2803. 2026-03-31 08:14:16 tf : 2801 496 tech fault 2801. 2026-03-31 08:14:16 tf : 2804 2 tech fault 2804. 2026-03-31 08:14:16 tf : 9907 tech fault 9907. 2026-03-31 08:14:16 tf : 2803 -32169 tech fault 2803. 2026-03-31 08:14:16 tf : 2801 500 tech fault 2801. 2026-03-31 08:14:16 tf : 2804 1 tech fault 2804. 2026-03-31 08:14:16 tf : 2402 7 tech fault 2402. 2026-03-31 08:14:16 tf : 2414 tech fault 2414. 2026-03-31 08:14:16 audio paused off special 517. 2026-03-31 08:14:16 audio paused off special 517. 2026-03-31 08:14:16 ambient irreversible setting 233. 2026-03-31 08:14:16 audio paused off special 517. 2026-03-31 08:14:16 tf : 5509 tech fault 5509. According to the service manual for hamilton-g5, tf5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Therefore, to address the issue, the inspiratory valve was replaced. Following replacement of the component, the issue was resolved. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: "tf 5509. Tf 9907. Oxygen supply fail" no patient involvement.